Event description:
It was reported that during the surgery, it was found that the foreign substances which looks like a white powder were attached on the complaint product's tube inside of the sterile tray. Therefore, the surgeon used a back up product for the surgery. 0-15 minute delay. No patient harm. Diligence is complete.

Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign, japan. E1: telephone (B)(6). Once investigation is complete a supplemental/final report will be submitted.